Event description:
It was reported that during a permanent implant, the physician nicked the blood vessel upon removing the needle. As one of the leads was unable to reach where it had to be placed. As such one of the leads and anchors were explanted to stop the bleeding. The patient was in stable condition post operatively and stimulation to the patient's area of pain was achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.